Event description:
A 72-year-old male with pancreatic adenocarcinoma started optune pax therapy on (B)(6) 2026. On (B)(6) 2026, novocure received a medical record indicating that during an oncology follow up appointment on (B)(6) 2026, the patient reported that he experienced mild to moderate fatigue exacerbated by optune pax. The patient was prescribed methylphenidate 2.5mg to manage the issue. In the record dated may 13, 2026, it was noted that treatment with gemcitabine/nab-paclitaxel had been previously discontinued due to fatigue. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of optune pax therapy to fatigue cannot be ruled out. Fatigue was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (60.2% in the ttfields arm and 54.2% in the control arm).